Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a rapidcross balloon to treat a calcified lesion in the right distal anterior tibial artery. Degree of calcification was severe. Lesion stenosis was 90%. Lesion length was 150mm. Artery/vein diameter was 3.0mm. There were no abnormalities reported in relation to anatomy. A 6fr cook was used. A .014 choice pt was used. The vessel was pre-dilated. The vessel was post-dilated. The device did not pass through a previously deployed stent. Balloon was inflated with a medtronic ac3200 with 50/50 contrast. IFU was followed without issue. Deflation difficulties occurred. There were no issues noted during inflation. No damage noted to the balloon catheter. Physician cut the back hub of the catheter to achieve some deflation to be able to pull with force to remove the balloon. Device safely removed from patient. Procedure completed with a new balloon. No patient injury reported.